Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, the 8 mm large hem-o-lok clip applier instrument was not clipping. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed.